Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device locking components were damaged. It was noted that the device sounded terrible, was very worn out, the locking mechanism did not work, the connector was loose and the hand piece was worn. It was further noted that the motor no longer reached the required specifications, and there was a hole in the hose. It was noted that the device failed pre-repair diagnostic assessment tests for loctite & cable assessments, rotational speed, handpiece temperature, noise, safety, and air pump assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.